Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds2389 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch "flushed lumen (grey) of PICC line, flushing pressure appeared to have a ruptured PICC line; vessel was intact". Additional info rcvd 09/08/2020: upon flushing ruptured approximately 25cm beyond insert at jct of basilic, brachial and cephalic veins in shoulder near subclavian vein.